Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the fse that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Display screen needed replacement due to 2 vertical lines across the top screen. There was no patient involvement reported.